Event description:
A distributor reported an issue involving a pixel problem on a customer's pump display, which hindered the customer's ability to read the pump screen. There was no adverse impact on the customer's blood glucose level. As a resolution, technical support arranged for its replacement. The customer was informed about the need for replacement and will use a replacement pump during the interim period. Instructions were provided for returning the faulty pump to tandem, utilizing a pre-paid shipping label within ten days.